Event description:
It was reported that the pulse generator could not be interrogated. The patient experienced an intrinsic heart rate of 50 beats per minute and pacing support was absent. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no telemetry and no output due to battery depletion. With a new battery installed, a high current drain was noted from the hybrid. The hybrid was analyzed and the anomaly could not be reproduced.